Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of device data logs or initial evaluation. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating a malfunction. An internal inspection of the device found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.